Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 280 mg/dl for 2-3 weeks. The pt reported that the cannula of the infusion site is leaky and the adhesive becomes "humid" with insulin. The pt changes the infusion set and boluses through the infusion device to lower blood glucose levels. The pt's normal blood glucose level is 110-120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and requested to be returned for eval.